Manufacturer narrative:
The product evaluation did not confirm the failure mode. The device functioned as intended. The root cause is inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the system and found no fault upon arrival in regards to the stellaris switching off automatically. The power cable connection was checked, and the reported problem was not reproducible. All values were in specification and all waveforms were recorded. The date and time were adjusted. An electrical safety test was performed and the machine was operating normally. The device history record was reviewed and found to be complete with no anomalies. The investigation is ongoing. The investigation is ongoing.

Event description:
A user facility in the (B)(6) reports that the machine switched off mid-treatment. No patient impact/injury reported.